Event description:
It was reported that the customer experienced an issue with low blood glucose levels, with a measurement of 53 mg/dl. The customer managed the situation by consuming carbohydrates and glucose pills, and no external assistance was required. Technical support helped the customer by updating the device settings as desired.